Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that during a transcarotid aortic valve replacement procedure with a 29mm sapien 3 valve, after the valve was deployed successfully, the esheath+ was removed and noted that the tip was torn. All pieces appeared intact and attached, but there was a torn portion of the tip. The procedure was completed successfully with no indication of patient injury.